Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, declared elective replacement indicator (eri). The health care professional (hcp) reported that there had been charge time measurements greater than 25 seconds. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The device was explanted and replaced with another manufacturer's device. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.